Event description:
The lay user/patient called lifescan (lfs) in jan 06, and alleged that her meter would not power on. The medical affairs specialist spoke to the patient next month and obtained/verified the following information. The patient stated that the last time she was able to obtain a blood glucose result was in jan 06. She did not remember the result. The next day, the patient woke up and took her set amount of glucophage and amaryl. She does not remember the amounts that she was taking. She attempted to test her blood glucose but the meter would not power on. She reported experiencing frequent urination and as the day went on, she began to feel bad. She "could not walk" and was disoriented. She stated that she knew she was high but she could not test so sometime in the afternoon she decided to go to the hosp. Her blood glucose was tested and she obtained a result of 695 mg/dl. She was treated with insulin and IV fluids and admitted to the hosp for one week. Upon discharge from the hosp, her medication regimen was changed from oral medications to lantus insulin, 60 units before bed. During troubleshooting the meter issue was resolved. This complaint is being reported because the patient could not test her blood glucose and experienced a hyperglycemic event, which required intervention. A replacement meter has been sent.